Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 0160682008. Model/catalog description: reservoir unique identifier (UDI) # (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon inspection, a hole in tubing leading to the reservoir and related fluid loss were noticed. As a result, the device was explanted and replaced. No patient complications were reported.